Event description:
Meter name: one touch ultra, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: shaky. A patient reported they were unable to test. Their meter allegedly would only prompt date at the bottom of the screen when strip was inserted. The result on their meter was: unable to test. No other test or comparisons reported. Treatment was: customer ate crackers.